Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was not flushed prior to the attempt to remove the sheath. It should be noted the coronary dilatation catheter nc trek rx instruction for use states: flush the nc trek rx coronary dilatation catheter, slide the protective sheath off the balloon. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that prior to use, during device preparation, after removal of the mandrel, the device was not flushed. During attempted removal of the yellow protective sheath from the balloon, resistance was met and the sheath could not be removed. The device was not used. There was no patient interaction. There was no reported clinically significant delay in the procedure. No additional information was provided.